Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic and motor assemblies.

Event description:
The customer stated that the insulin pump was exposed to moisture and began making a humming sound. The reported blood glucose reading was 215 mg/dl. Nothing further was reported.